Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("device had possible partial uncoiling or disruption/breakage") in a 42 year-old female patient who had essure inserted for permanent contraceptive tubal implant. The patient had a medical history of parity 2, gravida ii and sleeve gastrectomy in 2019, ovarian cyst in 2018 and obesity, pelvic pain and iron deficiency anemia. Previously administered products included: flexeril [cyclobenzaprine hydrochloride]. In 2017, the patient had essure inserted. An unknown time later she experienced device breakage (seriousness criterion intervention required). The patient was treated with surgery (for hysteroscopy, laparoscopy, removal of essure and bilateral salpingectomy). Essure was removed. The reporter considered device breakage to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 30 kg/sqm. [Hysterosalpingogram] on (B)(6) 2020: impression-no spillage of contrast material from wither fallopian tube or visualization of contrast material within the right or left tube. Satisfactory placement of the right essure device. Aberrant, configuration of the left essure device, as described. Radiolucent gap proximal to mid device possible partial uncoiling or disruption/breakage. Exam date: (B)(6) 2020 (as per mr). Exam requested: ph us pelvis transvaginal. Reason for exam: pelvic pain, essure in situ pelvic and perineal pain female infertility of tubal origin. Transabdominal and endo vaginal pelvic ultrasound. Last menstrual period: 25jun2020 technique: transabdominal and endovaginally pelvic ultrasound is performed. Finding: essure device in situ. Impression: left ovarian 1.7 cm cyst with a small intracystic ('daughter') cyst is characteristic of a functional cyst. Essure device in the endometrium. [Pathology test] on (B)(6) 2020: diagnosis: left fallopian tube and device. Unremarkable fallopian tube. Hardware for gross description only. Right fallopian tube and device. Unremarkable fallopian tube. Hardware for gross description only. Physical exam : height : 5 inch. Weight : 71.2 kg. Bmi : 30.66 kg/m2. Assessment and plan: 39 years old presents today for her postoperative visit. Pathology reviewed and all questions answered. She is informed that resumption of gym, heavy physical activity and lifting not until 4-6 weeks after surgery. Intercourse may be resumed 2 weeks after surgery except for total hysterectomy. For total hysterectomy, intercourse not to be resumed until 8-12 weeks after surgery. [Ultrasound pelvis] (date unknown): essure device in situ. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 21-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("device had possible partial uncoiling or disruption/breakage") in a 42 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of parity 2, gravida ii and sleeve gastrectomy in 2019, ovarian cyst in 2018 and obesity, pelvic pain and iron deficiency anemia. Previously administered products included: flexeril [cyclobenzaprine hydrochloride]. In 2017, the patient had essure inserted. An unknown time later she experienced device breakage (seriousness criterion intervention required). The patient was treated with surgery (for hysteroscopy, laparoscopy, removal of essure and bilateral salpingectomy). Essure was removed. The reporter considered device breakage to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 30 kg/sqm. [Hysterosalpingogram] on (B)(6) 2020: impression-no spillage of contrast material from wither fallopian tube or visualization of contrast material within the right or left tube. Satisfactory placement of the right essure device. Aberrant, configuration of the left essure device, as described. Radiolucent gap proximal to mid device possible partial uncoiling or disruption/breakage. Exam date: (B)(6) 2020 (as per mr). Exam requested: ph us pelvis transvaginal. Reason for exam: pelvic pain, essure in situ pelvic and perineal pain female infertility of tubal origin. Transabdominal and endo vaginal pelvic ultrasound last menstrual period: (B)(6) 2020. Technique: transabdominal and endovaginal pelvic ultrasound is performed. Finding: essure device in situ impression: left ovarian 1.7 cm cyst with a small intracystic ('daughter') cyst is characteristic of a functional cyst. Essure device in the endometrium. [Pathology test] on (B)(6) 2020: diagnosis: left fallopian tube and device. Unremarkable fallopian tube. Hardware for gross description only. Right fallopian tube and device. Unremarkable fallopian tube. Hardware for gross description only. Physical exam : height : 5 inch weight : 71.2 kg bmi : 30.66 kg/m2 assessment and plan: 39 years old presents today for her postoperative visit. Pathology reviewed and all questions answered. She is informed that resumption of gym, heavy physical activity and lifting not until 4-6 weeks after surgery. Intercourse may be resumed 2 weeks after surgery except for total hysterectomy. For total hysterectomy, intercourse not to be resumed until 8-12 weeks after surgery. [Ultrasound pelvis] (date unknown): essure device in situ. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.